Event description:
Consumer stated the eq flsbr mod 20ct are brittle. She used the product once and several brushes broke, they were dried out, they got stuck in her teeth. She keeps them away from heat, in the pouch. She has used these for a long time. And has a bridge. Some broke right away and some broke after multiple uses, she couldn't use them more than twice. Consumer threw out the brushes.